Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving morphine, 5 mg/ml concentration at 1.5 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the rep was called for a routine post magnetic resonance imaging (MRI) check. The rep checked the pump logs and saw the pump recovered but also got an alert on clinician programmer that empty reservoir occurred. Pump logs were attached: motor stall occurred on (B)(6) 2018 at 13:44, motor stall recovery occurred on (B)(6) 2018 at 14:15, empty reservoir alarm occurred (B)(6) 2018 at 10:00, motor stall occurred on (B)(6) 2018 at 15:12 and motor stall recovery occurred on (B)(6) 2018 at 15:56. There was no known environmental/external/patient factors that may have led or contributed to the issue. Patient did not recall last time they were refilled or when next refill was due. The rep read the logs on the clinician programmer to observe motor stall and recovery after MRI and also observed empty reservoir occurred. The rep alerted the managing pump healthcare professional (hcp) and the staff at the hospital of current pump status. At the time of this report, it was unknown if the issue had resolved and patient status- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was unknown if the motor stall and recovery on (B)(4) 2018 was related to MRI. The motor stall was recovered as evidenced by the logs on (B)(4) 2018. The motor stall was resolved. The managing pump physician was notified that an empty reservoir had occurred. Per the hcp, the patient did not show up to the clinic for the most recent refill. It was unknown ifthe empty reservoir was resolved but the physician was aware.